Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A risk review was completed and confirmed that the event of therapy induced arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the known inherent risk of device investigation conclusion code was selected.

Event description:
It was reported that a reques was made for technical services (ts) to review stored data from this pacemaker. Upon review. Ts found that this device recorded an episode of non-sustained ventricular tachycardia (vt), likely triggered by ventricular pacing delivered after an undersensed intrinsic contraction, which resolved by itself. Additionally, this device has recorded intrinsic signals of low amplitude intermittently. Ts recommended device reprogramming and further in person evaluation for this patient. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that a request was made for technical services (ts) to review stored data from this pacemaker. Upon review. Ts found that this device recorded an episode of non-sustained ventricular tachycardia (vt), likely triggered by ventricular pacing delivered after an undersensed intrinsic contraction, which resolved by itself. Additionally, this device has recorded intrinsic signals of low amplitude intermittently. Ts recommended device reprogramming and further in person evaluation for this patient. No adverse patient effects were reported. This pacemaker remains in service.